Event description:
It was reported, the hd camera head had air leakage from connector section. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed: connector watertight failure. Additionally, there was flooding of the main body. The investigation was unable to determine a cause of the failure. A device history review of the current product was conducted, and no problems were found. Instruction for use (IFU), it states: note regarding unexpected disappearance of endoscope images or inability to unfreeze (warning) ¿do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor field performance for this device.